Manufacturer narrative:
Fields changed: b4, b5, d10, g4, g7, h1, h2, h6. The manufacturer is providing a follow-up report based on additional information received. Since a tavr was performed, no further testing on the device can be performed at this time. Thus, the root cause analysis previously provided remains unchanged. H3 other text : device not explanted.

Event description:
Based on additional information received through the sure avr database, a re-intervention was performed on (B)(6) 2019. The indication was of structural valve deterioration, which was treated with a transcatheter valve replacement with sapien 3ultra edwards 23mm. No procedural complications reportedly occurred and the patient had a good outcome. The remainder of the information previously submitted remains unchanged.

Manufacturer narrative:
Since the device was not explanted, no further device analysis can be performed. As such, the root cause of the event cannot be determined at this time. It could be possible that the patient's risk factors (dyslipidemia) contributed to the reported structural valve deterioration. However, this cannot be confirmed due to the limited investigation performed, and the root cause remains ultimately unknown. As the device remains implanted if further information will become available, the case will be re-assessed and a follow up report will be submitted. It should be noted that structural valve deterioration is a known inherent risk associated with cardiac valve replacement with a bioprosthesis, and is listed among the potential adverse events in the perceval instructions for use.

Event description:
The manufacturer was informed on this event through the sure avr study database. On (B)(6) 2014, an 83 years old female patient received a perceval pvs23 to replace the native stenotic aortic valve. The procedure was performed in mini-thoracotomy and no concomitant procedures occurred. At discharge from the hospital, the echo revealed a mean gradient of 20mmhg and no central/perivalvular leaks. During the follow-up visit on (B)(6) 2019, a structural valve deterioration (svd) was identified, resulting in steno-insufficiency. It is reported that the patient is symptomatic for dyspnea (nhya class iii). The echo showed a mean gradient of 49mmhg and a central leak 3+. The patient is being evaluated for a tavi implant. The device functionality was observed through the echo during the yearly follow up visits: the reported mean gradient was 12mmhg, 15mmhg, 17mmhg, 22mmhg respectively in (B)(6) 2015, (B)(6) 2016, (B)(6) 2017 and (B)(6) 2018. A central leak of 1+ was observed in all follow-up visits, except for the one of (B)(6) 2018.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the information reported through the database, there is no indication of device explant. Therefore, as the device remains implanted in the patient, a full inspection on the prosthesis cannot be performed.

Event description:
The manufacturer was informed on this event through the sure (B)(6) database. On (B)(6) 2014, an 83 years old female patient received a perceval pvs23 to replace the native stenotic aortic valve. The procedure was performed in mini-thoracotomy and no concomitant procedures occurred. At discharge from the hospital, the echo revealed a mean gradient of 20mmhg and no central/perivalvular leaks. During the follow-up visit on (B)(6) 2019, a structural valve deterioration (svd) was identified, resulting in steno-insufficiency. It is reported that the patient is symptomatic (nhya class iii). The echo showed a mean gradient of 49mmhg and a central leak 3+. Traces of central leak (1+) were also observed during the follow-up visit on (B)(6) 2015. The device functionality was observed through the echo during the yearly follow up visits: the reported mean gradient was 12mmhg, 15mmhg, 17mmhg, 22mmhg respectively in (B)(6) 2015, (B)(6) 2016, (B)(6) 2017 and (B)(6) 2018. A central leak of 1+ was observed in all follow-up visits, except for the one of (B)(6) 2018.